Event description:
It was reported that the patient presented in-clinic after receiving an inappropriate shock from the implantable cardioverter defibrillator. Upon review of the stored episode, atrial undersensing was observed to cause the device to recognize atrial rhythm as ventricular rhythm. An unrelated patient condition may have caused the atrial fibrillation. The device was reprogrammed. The patient was in good condition and will continue to be monitored.